Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had pressed the button to give herself a bolus and she accidentally gave herself 12 units instead of 2 units. Customer stated that the ambulance was called and she was taken to the hospital. Customer stated that her blood glucose level was 26 mg/dl. Customer was on the pump when she went to the hospital. Customer was given dextrose and food at the hospital. Customer has not had any issues since. Customer declined troubleshooting. No further assistance needed.